Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator has been returned and evaluated by the failure analysis (fa) team. The issue was reproduced on site, but it could not be confirmed through logs because no errors matching the reported failure mode were present, although m-1f and m-b1 errors were logged. During visual inspection, scraping was observed on the underside of the front bezel near the power button, and the power button/switch was found to be faulty. The switch did not click or latch into the on position, and the unit would only power on if the power button was held down. The probable cause is attributed to a faulty electrical component inside the generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that an generator displayed an initial splash screen and then immediately went black and did not power on. The user first attempted basic power troubleshooting by trying different wall outlets. The user then disconnected the foot pedals from the system to rule out an accessory-related issue, but the symptom persisted. The user aborted the procedure with no patient involvement.